Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a significant decrease in r-wave sensing through the associated transvenous defibrillation lead, one day post-ablation. Noise was also noted on the ventricular rate/sense channel.